Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.5/1.0/090, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to glare/haloes and the problem resolved. Cause of event was unknown.